Event description:
I had a lapband put in, (B)(6) of 2009. It worked but never was comfortable. I had lost weight and in 2013 started to have symptoms of a slipped band, out of the blue. I had to have many visits to the doctor, when ultimately have the lapband removed. I then developed a hernia at the site of the port (where the lapband gets filled and unfilled in the stomach wall).